Manufacturer narrative:
Concomitant medical products: product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID neu_unknown_ext, serial# unknown, implanted: (B)(6) 1998, product type: extension; product ID 3387s-40, lot# v011396, implanted: (B)(6) 2006, product type: lead; product ID 3387-40, lot# l48974, implanted: (B)(6) 1998, product type: lead. (B)(4).

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor. It was reported they had their extensions and ins removed due to infections previously. The leads remained implanted. The patient had waited 6 months to be re-implanted with new extensions and ins.